Event description:
The home patient (hp) stated that she tried changing out the cassette, but she still used the same bags of solution in the new setup. The baxter technical service representative (tsr) advised the hp to cycle power and restart the setup with all new supplies. The tsr informed the hp not to reuse the supply bags after they had been connected to the cassette. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 and she was able to resume therapy after starting over with new supplies. She did not notice anything unusual with any of the previous supplies. The baxter technical service representative (tsr) had already discussed with her about the proper procedures when starting over supplies. Since then they have been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined.